Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately high compared to another meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer care advocate (cca). The patient reported the alleged issue began 4 or 5 weeks ago prior to contacting lfs. The patient reported blood glucose readings of "467 mg/dl" with the subject meter and "312 mg/dl" on another meter (doctor's meter), performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. As part of the patient's diabetes regimen, the patient claimed she is on insulin; however, at the time the alleged issue began, the patient denied taking any action regarding her diabetes regimen. On (B)(6) 2012 at 11:00am, the patient reported having symptoms of sweating after the alleged issue began; however, the mss was unable to verify whether the patient associated the symptom as high or low blood sugar symptoms. In spite of her symptom, the patient denied seeking medical treatment. At the time of troubleshooting, the cca noted the patient had used an approved sample site used to obtain the result from the subject meter and the meter's unit of measure was set correctly at the time of testing. Replacement products were sent to the patient. It is not known whether the patient associated her symptom as high or low blood sugar symptoms; therefore this complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.